Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a 3 way stopcock was to be used in a sclerotherapy case. The foam mixture was being made outside the patients body using 2 syringes and the three way stopcock and the foam squirted out of the 3 way while the doctor was mixing it. The patient was not affected, but another 3 way had to be pulled to complete the mixing and actual procedure. The patient did not require any additional procedures due to this occurrence. There were no adverse effects experienced by the patient reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, manufacturing instructions, specifications, quality control, and visual inspection / functional testing of the returned device was conducted during the investigation. One used three-way plastic stopcock was returned for investigation. Results showed a crack at the base of the device causing leak test failure. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.